Event description:
It was reported that during percutaneous coronary intervention, the delivery system became stuck in the vessel. The physician kept pulling it. However, the stent came off the balloon and dislodged in the pt. The pt was taken to surgery and it was successfully removed. This product is not available for testing and evaluation.